Manufacturer narrative:
Results - a sample was not received for evaluation. A review of the device history record was completed for the reported lot 5345723. The device was manufactured in december 2015. Product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. All inspections were in compliance with requirements. Conclusions - bd was not able to duplicate or confirm the customer¿s indicated failure mode as no customer samples were received for evaluation. An absolute root cause for this incident cannot be determined.

Manufacturer narrative:
Initial reporter fax # and phone#: (B)(6). Device evaluation: it is unknown if a sample will be returned for evaluation. A supplemental report will be filed upon completion of the investigation.

Event description:
It was reported that the safety mechanism of the suspect device fell when attempting to cover the needle following patient use. This resulted in a needle stick to the phlebotomist. The phlebotomist followed the facility's protocol and reported to the emergency department for blood tests.